Event description:
The customer stated that he was hospitalized for high blood glucose levels after getting multiple no delivery alarms on the insulin pump. The customer stated that he changed the infusion set several times, but the alarm continued. Troubleshooting was performed and the insulin pump continued to alarm no delivery. The customer reported a blood glucose reading of 89 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis, and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.